Event description:
Kimberly-clark received a report stating, "probe broke while being pulled out of the patient." No patient injury.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The devide history record review is pending review.the device was not returned to kimberly-clark for analysis. We are unable to determine the root cause of this reported event.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. (B)(4): device was not returned to kimberly-clark by the customer.